Event description:
Per the information provided to co by the physician's office, the device was removed due to "erosion of the cylinders to urethra." As reported to co the cylinders and resevoir were removed and not replaced.